Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08003, reference MFR report#1627487-2015-08004. The patient received two leads (off-label use) with the same lot number. It was reported the patient only receives stimulation to one side of her body. Surgical intervention is recommended as the next course of action.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.